Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; cause was not known. Reportedly, the customer consumed carbohydrates to address bg. Tandem technical support recommended that the customer consult with their healthcare provider regarding elevated bg.